Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. In addition to the above findings, it was also determined that there was an error code present. The device was scrapped.